Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusions). Additional information: contact person phone number: (B)(4). A getinge field service engineer (fse) checked logs, found "error 11". Contact edgar state as per service manual edgar replaced transducers and pneumatics assy. Still getting autofill failed and error 11. Troubleshot unit and error message. Manifold test fails. As per service manual, tried several things. Still autofll failed, error 11. As per service manual replace front end brd. Replaced front end board. Still get autofill failed, error 11, and manifold test fails. Fse called tech support, explain status. Suggest several parts. Will order parts and return another day. On 04/16/24 tested unit and get autofill failed, error 11, and manifold test fails. As per service manual and support, replaced he reservoir assy. Autofill and manifold test passes. No error 11. Product passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received helium reservoir assembly with a reported unit failure of autofill failure. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat dept. Installed parts in the cardiosave and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Found that the helium reservoir assembly failed autofill and all manifold tests, k3 suspect. The failure analysis and testing department verified the failure of helium reservoir assy autofill failure. Retaining the helium reservoir assy in the fat department per procedure 0002-07-008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.